Event description:
There was no device malfunction noted, the revision procedure was due to post-op pain. The index procedure was a one-level case at c5-c6 on (B)(6), 2025. Post index procedure, patient was referred due to radicular pain. It was noted that during the index procedure the cage was misplaced which led to the cage impinging on the nerve root. Revision procedure to remove the cage on the left side at c5-c6 took place on (B)(6) 2025. The case was completed successfully, and patient is recovering as expected, with no clinical sequelae noted.